Event description:
The facility reports the resident was being given a shower. The resident was tilted back in the chair until his back needed to be washed. The chair was put in an upright position (not tilted) in order to wash his back. The resident normally wears hand mits to prevent scratching except when showering or eating. With the chair not in the upright position, the resident leaned forward to try to scratch his leg. Soap was all over the resident and cna's gloves when the resident leaned over and fell forward out of the chair, landing on his head and left side of his body. The resident sustained a 5cm laceration to the left side of his forehead and possible bruises to his knee, hands, and arms. The resident received six stitches to close the laceration. MFR.

Manufacturer narrative:
According to statements from the facility, no lap belt or seat pad were used. The only accessory present was a non-arjo branded sling, which was under the resident at the time of the accident. The operating and product care instructions (opi) have instructions regarding how to apply the security strap on the lift. States for dependent residents, "secure the resident with the strap if needed. The weekly care and maintenance schedule, state, "visually check the safety straps. Check the complete length of the strap for fraying, cuts, loose stitching. If the strap is found damaged in any way, replace it." The chair passed all function tests (the castors locked, rotated, and rolled; the lift raised and reclined; actuators were working to specification; all covers and actuator bellows were ok). There was a small dent in the back of the bellows, but they were not cut or torn. Manufacturing concludes the root cause of the event was due to the lap strap not being used to secure the pt. The caregiver did not even know the lap strap was available for the chair. Therefore, the manufacturer recommends all users be retrained, and the lap belt and seat cushion be acquired and used as instructed.